Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients wife that the patient experienced palpitations. It was further reported that the right atrial (ra) lead exhibited a lead impedance warning. The ra lead remains in use. No further patient complications have been reported as a result of this event.